Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other proglide device referenced is being filed under a separate medwatch MFR number.

Event description:
Subsequent to the initial medwatch report, the following additional information was received that there was difficulty encountered when removing the plunger from the proglide device as well as difficulty removing the proglide device from the anatomy using the first proglide device.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device with a 6f sheath after an interventional stenting procedure in the superficial femoral artery (sfa). Reportedly, when the plunger was retracted a cuff miss occurred. A second proglide device was used with the same results. Hemostasis was achieved using manual arterial compression. There was no reported adverse patient sequelae. No reported clinically significant delay in the procedure. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported cuff miss was not confirmed; however, the reported difficulty retracting the plunger was confirmed. Analysis of the returned device also revealed the guide with the control wire still attached was broken and that part of the foot was broken off and not returned with the device. The location of the foot is unknown. The needle follower was also found broken which would result in the difficulty in retracting the needle plunger. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the investigation, there does not appear to be any indication of a product quality deficiency.